Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5 - on (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.0/2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).